Event description:
A cartridge change error was reported with the pump, causing the customer¿s blood glucose level to exceed 500 mg/dl, reaching 506 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require external assistance. Tandem technical support instructed the caller to inspect and clean the pump, remove the misplaced o-ring, and successfully assisted in loading a new cartridge, allowing the customer to resume insulin delivery.